Manufacturer narrative:
Device evaluated by MFR: the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination showed the balloon had a rupture. Microscopic examination revealed that the balloon had a ruptures at 7cm from the tip and the shaft had multiple kinks. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 22oct2025. It was reported that the balloon was unable to cross the lesion occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 5.0x120x150 sterling catheter was selected for renal artery percutaneous transluminal angioplasty (pta) procedures. The device did not advance well within the blood vessels. The procedure was completed with another of same device. There were no patient complication as the result of this event. However, device analysis revealed that the balloon had a rupture at 7cm from the tip.